Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that externalized conductors were noted during device upgrade procedure. A slight increase in threshold was also noted. The lead was capped and replaced. The patient condition was fine post procedure.